Event description:
On (B)(6) 2012, the pt's husband reported that he took his wife to the hosp on (B)(6) 2012. He and his wife felt that the infusion device was not delivering enough insulin. He took her to the hosp because her blood glucose level continued to rise even after correction boluses. The pt was diagnosed with ketoacidosis at the hosp and her blood glucose level was 800 mg/dl. The pt's normal blood glucose range is 130-150 mg/dl. The pt was treated at the hosp with and insulin drip for three days. The pt has lost confidence in her infusion device. She went back to infusion therapy, but using a competitor's infusion device. The pt was not interested in having her infusion device replaced. The infusion device was requested to be returned for eval.